Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that the instrumentation (working) channel was clogged with a foreign material, mostly likely a clip, at the nozzle area. The foreign material could not be removed even with correct reprocessing. The nozzle unit needs replacing. Other observation for the device is distal end insulation is below threshold evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the working channel was found to be clogged during reprocessing. Upon evaluation of the returned device, the instrumentation (working) channel was found to be clogged with a foreign material, mostly likely a clip, at the nozzle area. There is no harm to any patient.

Manufacturer narrative:
Updated fields: device manufacture date. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the clogged channel. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the device was mishandled by the end-user. Olympus will continue to monitor field performance for this device.